Manufacturer narrative:
This report is filed march 23, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to infection. During the same surgery, the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, march 23, 2016.